Event description:
Subsequent to the initially filed report, the following information was provided: the patient experienced symptoms of thrombosis on (B)(6) 2019. The patient went to a different hospital and was treated there by making a bypass. The patient was not initially treated with atherectomy and a covered stent. Final patient outcome is good. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. The lot history record for this product could not be reviewed because the part and lot numbers were not reported. The reported patient effect of thrombosis is listed in the otw omnilink elite instructions for use as a known potential complication associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated dates. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an unspecified omnilink elite stent was implanted in the iliac artery in (B)(6) 2018. On an unspecified date, the patient experienced thrombosis above and below the stent. Thrombosis was discovered because the patient was experiencing pain and was confirmed with angiography. Intervention with atherectomy device was required and a covered stent was placed. There was no reported clinically significant delay in the procedure. No additional information was provided.